Event description:
A non-healthcare professional reported that the irregular flap was occurred and surgeon unable to lift the flap in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance (pm) program, the device was serviced and successfully verified more than six months before the treatment day. Based on this complaint, the device was serviced and verified. The reported event could not be confirmed or replicated. Field service engineer completed service installation record and system verification and did not find any issues with the laser. The laser meets all company specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The energy was stable during the whole day. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was that is thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. Most probable root cause is user handling or patient anatomy. The manufacturer internal reference number is: (B)(4).